Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right ventricular (rv) lead appeared to have fractured. A lead revision procedure was performed, this rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.